Event description:
The customer reported that a brown discoloration was observed with 0.8% affirmagen a1 cells on the ortho provue analyzer after qc passed.

Manufacturer narrative:
The customer reported that a brown discoloration was observed with 0.8% affirmagen a1 cells on the ortho provue analyzer after qc passed. Although the customer reported contamination of the 0.8% affirmagen a1 cells on board the instrument, it is unk if reagent was already contaminated prior to testing or if contamination occurred during testing. The customer indicated that the color of the reagents was not inspected prior to use. Erroneous results were not reported due to this incident. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Probe drip can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. Based on the available information, mts could not rule out provue malfunction as a contributing factor. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.